Event description:
Additional information received indicated the ipg was explanted and replaced. Prior to the replacement, manufacturer representative confirmed the 'replace generator soon' message was displayed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received a message on the controller stating that their ipg has reached end of life. Further information was requested but not received.

Event description:
It was reported that surgical intervention may take place to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgical intervention took place on (B)(6) 2019 wherein the patient¿s ipg was explanted and replaced. Therapy has been restored.